Manufacturer narrative:
Trackwise # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, when using hst iii system (4.3mm), attempts to deploy the seal within the aorta have been made after releasing the seal inside the blood vessel, the patient felt that there was more bleeding than usual, so they discontinued using the system. It may have not been deployed properly. A new product was produced and this time it was able to be used without any problems. No intervention was performed to stop bleeding. No blood transfusion was required. There were no health hazards and no delays in the procedure.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, component codes, investigation conclusions), h11. The lot # 3000444153 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure .

Event description:
N/a.